Event description:
It was reported that the spinal cord stimulation (scs) system was replaced due to inadequate stimulation. The patient is reported to be recovering well and has expressed satisfaction with the new system. The precise location of the implanted device has not been confirmed.

Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event additional suspect medical device components involved in the event: model number/catalog number: sc-8216-50 serial number: (B)(6). Batch/lot number: 16605956 model/catalog description: artisan lead 50 cm unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the spinal cord stimulation (scs) system was replaced due to inadequate stimulation. The patient is reported to be recovering well and has expressed satisfaction with the new system. The precise location of the implanted device has not been confirmed. Additional information was received stating that the leads migrated and contributed to the inadequate stimulation. Although, reprogramming was attempted, stimulation was only achieved on one side, leading to system replacement. The explanted device will not return for analysis as it was retained by the medical facility.

Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: model number/catalog number: sc-8216-50. Serial number: (B)(6). Batch/lot number: 16605956. Model/catalog description: artisan lead 50 cm. Unique identifier (UDI) #: (B)(4).